Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient that did not correspond to the patient's clinical condition when tested for elecsys ft4 ii assay (ft4 ii), elecsys tsh assay (tsh) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. The patient had a tsh result of 0.159 uiu/ml with a data flag from the e602 module, an ft4 ii result of 2.790 ng/dl with a data flag from the e602 module and an ft3 iii result of 5.720 pg/ml with a data flag from the e602 module. These results were reported outside of the laboratory where the physician questioned the results and suspected an interference. The sample was sent to an external laboratory for testing for t3 and t4. The t3 result from an unknown method was 307.0 ng/dl and the t4 result from an unknown method was 12.46 ug/dl. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). Qc results were within the acceptable range.

Manufacturer narrative:
Calibration and qc results were within specifications. A general reagent issue can be excluded. No sample remains for investigation; the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The t3 and t4 results from the external laboratory were from a cobas e 411 immunoassay analyzer.